Manufacturer narrative:
Product ID 3889-28, lot# va09hd8; product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that when the patient turned off the stimulator, the stimulation sensation did not go away. It was noted that it was turned off for several hours and it also happened yesterday. The patient thought he had the stimulation off, but the stimulation did not stop. The patient looked at his remote, the stimulation was off, and he was feeling stimulation. The patient was directed to contact his doctor. It was noted that the patient was just implanted four days ago. Additional information had been requested, but was not available as of the date of this report.